Event description:
A 3500 was rec'd from the facility through the FDA reporting that a portion of the inserter tip for a bioknotless anchor broke off into the anchor itself and is in the pt. The facility is reporting no pt consequences.